Event description:
Technician alleged the siderail wasn't staying up. He stated the failure as metal fatigue from time and the use of the side rails as a grip during the transportation of patients, the metal would bend and after a period of time, the metal will break from fatigue/age. He replaced the siderail to resolve.